Manufacturer narrative:
Additional information was added to d4 (expiration date), h3, h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked around the filter. This issue was further described as, ¿chemotherapy spill and identified faulty tubing as the cause of the spill. The origin of the leak seemed to be around the 0.2micron filter¿. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.